Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n174804009, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. Indications for use included intractable spasticity and cerebral palsy. On (B)(6) 2015, the patient¿s legs were tight and they were in pain. The patient¿s pump was due for replacement in november and they had been trying to schedule surgery for replacement. The patient believed their ¿pump went out.¿ the patient¿s healthcare provider (hcp) was called, but none of them could get them in to check the pump. A local hcp listing was provided to see if a local hcp could check the pump. No interventions were reported. Contact information for the hcp was requested to allow for further follow-up. If that information is received, additional follow-up regarding the drug (including dose, concentration, dates of therapy, and lot number), troubleshooting, actions/interventions, nature of the "pump went out," cause of patient symptoms, and resolution of "pump went out" and patient symptoms will be requested. If that information is received, a follow-up report will be submitted.